Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using the bd preset¿ eclipse¿, the stopper was not airtight, leading to blood leakage through the backs of six syringes. No patient impact or injury reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 22-mar-2024. H.6. Investigation summary: material #: 364390. Lot/batch #: 3340241. Bd received 8 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for leakage was observed. Additionally, the customer samples were evaluated by functional draw testing and the indicated failure mode for leakage with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that when using the bd preset¿ eclipse¿, the stopper was not airtight, leading to blood leakage through the backs of six syringes. No patient impact or injury reported.